Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 5.0 x 40, 75cm mustang balloon was advanced for dilation. However, during second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.